Event description:
Device 1 of 2: reference MFR. Report: 1627487-2012-08253: it was reported the pt had fever and experienced soreness at the incision site. The entire system was explanted due to a possible infection.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. It was identified that the product in scope was built at risk (bar). All products manufactured after the implementation of cleaning and gowning recovery activities identified within facilities quality plan. Product that was bar was not released to finished goods, until it met the criteria of the appropriate protocol. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.